Manufacturer narrative:
Siemens performed an internal investigation. Siemens determined that some advia centaur systems ca15-3 reagent readypacks from lot 043156 fail to calibrate due to high slope caused by low relative light units (rlu) output while most reagent readypacks lot 043156 result in acceptable calibration. Customers are not able to perform quality control (qc) or report results due to the calibration failures when an affected readypack is used. Root cause was not determined prior to lot expiration, and the issue does not appear to be a systemic ca15-3 problem. No further action required.

Event description:
The customer observed calibration failures due to slope results exceeding defined ranges on a freshly opened reagent readypack of advia centaur xp ca15-3 lot 043156. Acceptable calibration was obtained when customer used another reagent readypack of the same lot. The readypack with failing calibration was not used for sample measurement. There was no report of adverse health consequences due to the failed calibrations.